Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and replicated/confirmed the customer reported complaint. When docked, automatically going 30-degree upside down bunny ears too stiff, couldn't turn the right way. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of the binding is attributed to component susceptibility to increased friction. Additional observations not reported by site: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. Fa plus: the endoscope was disassembled and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image. This defect was confirmed as binding. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when docked, the 30 degree endoscope plus automatically was going 30-degree upside down, couldn't turn the right way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however the site was unable to gather any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope plus be returned for failure analysis testing. As of the date of this report, the product has not yet been received.